Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited fluctuating impedances up and down on the superior vena cava (svc) coil until an alert triggered for high impedance on svc coil. The lead was capped and replaced. No patient complications have been reported as a result of this event.